Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra product ID: mc2vr01-delsys serial: (B)(6). D9: no. This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: single snare pushing technique: a new bailout technique for retrieving micra fixed in the tricuspid valve annulus. Journal of arrhythmia. 2025. 41: e70027. Doi: 10.1002/joa3.70027. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a bailout technique for retrieving a leadless implantable pulse generator (ipg) fixed in the tricuspid valve annulus. The authors described that during the first deployment attempt of the leadless ipg, the device needed to be recaptured due to poor fixation and reattempted. When they attempted to recapture the device, it was difficult due to the angle of the recapture cone and the device. After manipulation with pulling the tether, the device dislodged and entangled and fixed into the tissue near the tricuspid valve annulus (ta) and it could not be moved. The tether remained intact and a snare was inserted to loosen the tines and to change the angle of the retrieval head. The device was successfully retrieved into the recapture cone. There was no damage to the leadless ipg nor the tether and the device was re-implanted with sufficient fixation and normal parameters. The patient was discharged without any complications. The device remains in use. No adverse patient effects or additional product performance I ssues were reported.